Event description:
It was reported that the patient¿s caregiver experienced a fitting problem with multiple connectors that did not attach to the cartridge or the tubing, although one connector from the same lot eventually worked; replacement connectors were shipped and education was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a connector/coupler, consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.